Manufacturer narrative:
Results is based upon evaluation of the reserve samples. Conclusions - is based upon evaluation of the reserve samples. The involved device was not retained for eval. The user faiclity was not able to identify which of 3 possible oxygenator lots was being used during this procedure (ec16, ek30 or eg28). Reserve sample testing results identified no defects or malfunctions. A review of the complaint files confirmed that none of the 3 possible lots have been reported previously. In addition, a review of the device history records confirmed that there were no production related problems for these lot numbers. There are many complex clinical varibles, such as pt condition and/or various medications, which may have been related to the events observed after initiating the procedure. Based upon the available info, the cause for the reported observation cannot be definitively determined, but there is no indication that a device defect or malfunction was involved.

Event description:
The user facility reported experiencing decreased gas exchange near the end of an aortic valve replacement procedure. The user determined that it was not necessary to change out the oxygenator during the operation. However, as a precaution, supplementary ventilation of the pt's lungs was provided at the end of the case to assure adequate oxygenation. The case was reportedly completed successfully with no complications or injury to the pt.